Event description:
Allegations: manifold still drifting after replacing valves: hi/low head drift.

Manufacturer narrative:
Cause: hydraulic manifold contaminated. Resolution: replaced hydraulic manifold. Impact: no alleged injuries to pt or staff associated with this repair; problem solved.